Manufacturer narrative:
Reported event: it was reported that gray portion on handle of mics fell off during surgery and the allen screw in the bottom of the handle on the mics fell out onto the floor. Product evaluation and results: visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit and the handle had dislocated. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was visual. Functional inspection: the handpiece motor and electronics function as intended. Product history review: device history records indicate 25 devices were manufactured under lot k08j6 and 24 including 4201184 were accepted into final stock on 2/28/17. A review of qt17-02-0091 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts p/n 209063, prodex lot number k08j6, shows 01 other complaint related to the failure in this investigation. Complaint pr : (B)(4). Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931.

Event description:
Gray portion on handle of mics fell off during surgery. After further investigation when surgery completed, the allen screw in the bottom of the handle on the mics fell out onto the floor. This caused the gray portion to fall off the mics handpiece while in use. Tka procedure delayed 10 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gray portion on handle of mics fell off during surgery. After further investigation when surgery completed, the allen screw in the bottom of the handle on the mics fell out onto the floor. This caused the gray portion to fall off the mics handpiece while in use. Tka procedure delayed 10 minutes.